Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08750 inches. The insulin pump was received with missing end cap sticker, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that customer was admitted and in intensive care unit due to high blood glucose of 586 mg/dl, diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was 924 mg/dl at time of incident and experienced nausea, vomiting. Customer was treated with manual injection and insulin pump. Drive support cap was normal and insulin pump passed displacement test. Insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information related to test has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
High pressure test was performed and insulin pump passed the test.